Event description:
It was reported that the patient had an initial right total hip arthroplasty performed. The patient was revised eight years later due to pain, pseudotumors, and trunnionosis. During the revision, the zb stem, head, and neck were removed. All devices were replaced with competitor product. No additional information is available.

Manufacturer narrative:
(B)(4) this follow-up report is being submitted to relay corrected and additional information. Updated: a1, a2, b1, b4, b5, b7, d1, d2, d4, d11, g4, g5, h2, h6 corrected: e1 d11: 00801803202 lot 60785478 versys head 32mm+0. 00771300900 lot 61298965 kinectiv stem size 9. Unknown ,unknown competitor cup unknown. Unknown unknown competitor liner unknown . An additional MDR report was filed for this event, please see associated report: 0002648920 - 2020 - 00297. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of medical records. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. Zimmer biomet's femoral components were used in conjunction with competitor's acetabular components. Zimmer-biomet has not assessed or confirmed the compatibility of these combinations of devices, and these would be considered off-label usages of these devices. Medical records identified the following : the patient underwent an initial right total hip arthroplasty due to arthritis. Zimmer biomet's femoral components and competitor's acetabular components were implanted. The patient underwent a revision procedure due to failed hip arthroplasty. During the procedure, large amount of serosanguinous fluid was encountered. Pseudotumor and alval type reaction was observed. There was evidence of dark tissue at the head-neck region implying corrosion. No signs of dark tissue at the neck-stem interface. All zimmer biomet products - head, neck, and stem were replaced with competitor's products. Extended trochanteric osteotomy was performed to remove the stem and during the procedure, a small part of the medial calcar fractured. No other findings/ complications related to the reported event was noted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product(s): part # unk/ unknown head / lot # unk; part #unk / unknown cup / lot # unk; part #unk / unknown liner/ lot # unk; part #unk / unknown m/l taper/ lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 -2020 -00929, 0001822565 -2020 -00930, 0001822565 -2020 -00931.

Event description:
It was reported the patient underwent hip revision surgery 8 years post implantation due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable at this time.